Event description:
Pt status post olecranon osteotomy nail implantation; pt complained of additional pain at post op visit. An x-ray revealed the olecranon osteotomy end cap came off the olecranon osteotomy nail. Surgeon removed the hardware and revised to olecranon plate. This is one (1) of two (2) reports for this event.

Manufacturer narrative:
A device history record review was completed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product had been returned at the time of this eval. The device is currently in the eval process.